Event description:
The clinician reports the implant was inserted 2020-10-27 in ada 3. On 2021-02-23, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.